Event description:
A device report from synthes(B)(6) indicated a hospital in (B)(6) reported two broken wrench components found after a surgical case. No additional information is available. This is the second of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Manufacturing documents were reviewed and no complaint related issues were found. No conclusion could be drawn as device was not returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was measured and met specifications. Since no manufacturing related condition was found we have to assume that an insufficient connection or possible lateral stress has caused the breakage of the tip as well as the inner threaded part. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such problems, it is necessary to use the aiming device in order to place the guide rod accordingly in order to the get the screw in the correct position.